Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps stopped working. When the surgeon tried to insert it into the robotic trocar, an error message popped up on the screen stating the instrument failed to properly engage. The customer tried inserting it twice in 2 different trocars and the same message came up. The procedure was completed as planned with no reported injury. A backup instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have failed the mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs showed four 22020 engagement error codes. There were additional observations that were related to the primary failure. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. There was a frayed pitch cable at the distal end. The complaint was confirmed by failure analysis.